Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
After a diligent effort to obtain more information regarding this incident, no further details were provided. Without a serial number, there is no available information. No device will be returned for evaluation. If additional information becomes available at a later date, a supplemental report will be submitted.